Manufacturer narrative:
Manufacturing site evaluation: the wolf semi-rigid ureteroscope was received and evaluated. The scope had been repaired and returned previously on 08mar2019. Pictures of the image and the distal tip are normally taken after repair; however, these pictures were not available. There are spots along the outside edges of the image noted. This scope may have become bent at some point after the last repair. It may have occurred at the repair site, during shipping, or at the facility. The root cause is unknown. It will be repaired and returned to the customer.

Event description:
Clarification was received: the instrument was a semi-rigid utereroscope.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the scope during surgery. Prior to a procedure, it was noted that the scope was blurry when attached to the camera; the scope was never used on the patient. There was a minor delay of 10 minutes while another instrument was opened and used instead. There was no patient harm or additional intervention needed.